Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a temperature (temperature - moisture ingress) issue. The reporter stated there was moisture/corrosion in the pump but denied any physical damage to the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/24/2016 with the following findings: a review of the black box and history did not find any activity related to the complaint. The pump powered on normally and did not draw excessive current. The pump successfully performed rewind, load, and prime steps with no issues. There was no moisture in the pump and no leaks were found during investigation. No overheating occurred during testing. The complaint could not be confirmed or duplicated on investigation. (B)(4).